Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that the customer had a blood glucose level of 24 mg/dl on the morning of the call and was hospitalized. The nurse reported that the customer was treated with fluids and blood glucose level was 168 mg/dl by the time of the call. The nurse reported that the insulin pump may have been exposed to high magnetic fields. The insulin pump was not replaced or returned for analysis.